Manufacturer narrative:
Corrected data section :additional information manufacturer¿s investigation conclusion a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. In addition, the evaluation of the submitted system controller log files identified pump stops, low speed events, and power elevations; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files minor elevations in power and flow on 17mar2019, 18mar2019, 31mar2019, 01apr2019, and 02apr2019, reaching values up to 8.7 w and 10.1 lpm, respectively. The pump appeared to have functioned as intended at the time of these power elevations. The log files also captured the pump struggling to maintain the set speed on 03apr2019. Speed ranged between 0 and 1350 rpm from 9:32 am through 9:36 am. The set speed was 8000 rpm and the low speed limit was 9000 rpm at this time. In addition, power ranged between 9.7 and 14.9 w, estimated flow was 0 lpm, and average pi ranged between 2.3 and 2.8. The recorded voltage levels fluctuated between 10.8 and 14.6 v. These events were accompanied by low speed hazard, low flow hazard, and motor stopped alarms. A no external power alarm captured from 9:36 am through 9:37 am, and the associated voltage levels suggested that the system controller was powered by the backup battery. It was reported that the patient expired on (B)(6) 2019 due to metabolic acidosis and withdrawal of care. Multiple requests for additional information regarding this event were issued to the customer, including requests for product return; however, no further information has been provided and no product has been received to this date. The investigation file will be closed accordingly. If (B)(4) is returned in the future, the file will be reopened to include the investigation of the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 11 months (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the log file analysis showed captured speed drops and pump stops on (B)(6) 2019. There was uncertainty for the length of time the file covered, since at one point the controller clock moved backwards in time from 9:37 to 9:32. The files began at 9:36 and ends at 9:36 due to the clock issue. The log file analysis showed a couple of set speed changes set speed changes with the file ending with a set speed of 9000 rpm & a lsl of 9000 rpm. There was not any information that leads to an explanation for the vents that occurred file from (B)(6) 2019. It was reported through patient outcome that the patient expired on (B)(6) 2019 due to metabolic acidosis and withdrawal of care. No further information was available.